Event description:
The customer stated they inserted a glucose strip into the device and saw the code number appear and then received a result of "lo" before blood was applied. A request was made for the return of the suspect device and replacement product was sent.